Manufacturer narrative:
The evaluation revealed the condyle screw nut and condyle screw to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants returned were documented as faultless prior to distribution. During investigation no material, dimensional or manufacturing related issues were found. The condyle screw broke at its thread; the main part of the screw thread was found jammed within the nut reception. Deformations of the screw windings and the breakage surface indicate that the screw broke due to a torsional overload. Furthermore the windings got partly damaged by contacting the nail hole rim during implantation. Additionally a part of the nut rim got bulged into the nut reception by the screw tip so that a part broke off and got jammed between the screw thread and nut reception. The screw thread windings are partly flattened as a design feature; the flattened windings shall perform a safety lock within the nut inner thread to guarantee that both implants didn¿t become detached postoperatively. The abraded and deformed screw thread windings, furthermore the jammed nut rim part caused unintended forces and stresses to the material during screw insertion to a level that it got overloaded resulting in the breakage of the screw. IFU and operative technique includes that the implants shall be combined, handled and secured with care; that the user shall be familiar with the system. The operative technique describes the correct assembling of the implants in detail. Because no manufacturer related issue was found the case is attributed to an inadequate usage (use error). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
During t2 surgery, the condyle screw and the washer got stuck and became impossible further insertion. Then , the condyle screw broke when removing. The surgery was continued with another new ones.